Manufacturer narrative:
(B)(4) - the event date was recorded as (B)(6) 2017 but the exact date of the event was unknown. The patient's peritoneal dialysis nurse reported patient was diagnosed with peritonitis on (B)(6) 2017. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification

Event description:
It was reported by dialysis patient that there were signs of fibrin for the past couple nights. The dialysis patient later stated that she was in the hospital. Patient's peritoneal dialysis registered nurse (pdrn) later confirmed that patient was diagnosed with peritonitis following a positive culture for yeast on (B)(6) 2017. The patient's pdrn stated that the peritonitis was not related to peritoneal dialysis therapy or the cycler. The patient was treated with antibiotics cefazolin and ceftazidime. The patient was hospitalized on (B)(6) 2017 and switched modalities from peritoneal dialysis to hemodialysis and the peritoneal dialysis catheter was removed. The patient's pdrn reported on (B)(6) 2017 that patient was discharged from the hospital and was on hemodialysis therapy.